Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the peritonitis event was not reported. It was reported seven days after the onset of peritonitis and while hospitalized, pd therapy with dianeal, physioneal, and extraneal was discontinued and hemodialysis therapy was started. At the time of this report, the patient was recovered from the peritonitis event, remained hospitalized and continued hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.